Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The systems were directly connected to each other using bulkhead connectors with no issue with the communication. A full system checkout was performed with the navigation system. The imaging system then passed the system checkout and was found to be fully functional. Unrelated to the reported issue, the fans of the imaging system were noted to be emitting excess noise. No parts have been received by the manufacturer for evaluation. Part not returned.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar procedure, it was reported the navigation and the imaging system had a red line of communication. A different network cable was tried with no resolve. Connected a new network cable directly to the imaging and the navigation computers with no resolve. Troubleshooting involved restarting both the imaging and navigations systems. When the systems were connected, both bulkhead connectors were bypassed and the imaging and navigation computers were directly connected. The case concluded well with no further issue. There was a delay of less than an hour due to the reported issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was unrelated to the software of the imaging system. Analysis found that the software functioned as designed.